Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings of the bd loads ¿ insulin syringe and needle had ¿skewed scale markings.¿ found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 7058738. Investigation summary: customer returned (21) 3/10cc, 12.7mm, 29g syringes in open poly bags from lot # 7058738. Customer states that the printed scale is skewed. All returned syringes were tested using the plug gauge and the placement of the scale markings all fell within specifications. A review of the device history record was completed for batch # 7058738 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200686679] noted for high zero lines. There were three (3) notifications [200687817, 200687258, 200686125] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.